Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Troubleshooting was performed. The input was changed on the monitor and the issue was resolved.

Manufacturer narrative:
This is a mobile lab that was temporarily at the location listed in section e. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795. Multiple fdd/annex a codes were reported. A0902 was coded for monitor would intermittently display a "no video detected" message. A1102 was coded for display a "no video detected" message. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor would intermittently display a "no video detected" message. The cart was able to receive video after system was rebooted a few times. The manufacturer representative (rep) confirmed there was no apparent physical damage to interconnect cable and swapped with a known working cable with no change. The rep was unable to replicate the symptoms at time of call. During troubleshooting, the rep noted that the system's camera had a green light illuminated. The rep loaded into the registration screen, and there were no localizer errors displayed by the navigation system. This indicated that the camera cart was still communicating with the main cart. There was no patient involvement.